Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had a melted ultrafiltration (uf) check valve. The biomed reported that fluid was leaking from the damaged valve during heat disinfect; there was no patient involvement associated with the event. The biomed stated the check valve had completely melted because the part was ¿cheaply made¿. The biomed confirmed there was no burning smell and there were no signs of any smoke, sparks, or flames. The biomed fixed the machine by replacing the uf check valve. It was unknown how many hours were on the machine at the time of the event. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed reiterated their belief that the part was cheaply made and stated there was no reason to blame it on anything else. The biomed confirmed the machine had been returned to service. However, they did not know the machine¿s serial number and stated they would not be able to provide it. No damage was identified on any other components. The damaged part was available to be returned for evaluation. The biomed stated they would contact technical support (ts) to set up an rga to have the part returned for failure analysis. There were no photos available.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had a melted ultrafiltration (uf) check valve. The biomed reported that fluid was leaking from the damaged valve during heat disinfect; there was no patient involvement associated with the event. The biomed stated the check valve had completely melted because the part was ¿cheaply made¿. The biomed confirmed there was no burning smell and there were no signs of any smoke, sparks, or flames. The biomed fixed the machine by replacing the uf check valve. It was unknown how many hours were on the machine at the time of the event. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed reiterated their belief that the part was cheaply made and stated there was no reason to blame it on anything else. The biomed confirmed the machine had been returned to service. However, they did not know the machine¿s serial number and stated they would not be able to provide it. No damage was identified on any other components. The damaged part was available to be returned for evaluation. The biomed stated they would contact technical support (ts) to set up an rga to have the part returned for failure analysis. There were no photos available.